Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure for below the knee occlusion. Reportedly, hemostasis was not achieved with the proglide suture. Hemostasis was achieved using a second proglide device. The following day the patient felt that the temperature of the right foot was a little cold but without cyanosis. The following night the patient's right foot was found with cyanosis below the ankle without pulsation. Sudden and acute peripheral occlusive arterial disease (paod) was suspected. An emergency angiography was taken and disclosed a segment of occlusion in the common femoral artery (cfa) at the access site. Blood flow distal to the occlusion was very slow which was supplied from collaterals of ipsilateral iliac arteries. Two bare metal stents were deployed in the occluded segment followed with post-dilatation restoring blood flow in the cfa and superficial femoral artery (sfa). The anterior tibial artery (ata) and peroneal artery remained occluded due to acute thrombosis so a sheath was placed and urokinase was given continuously via the sheath. The ata and peroneal artery were recanalized the following day. The sheath was removed and manual arterial compression was applied. The patient required longer hospitalization for further treatment with medication because residual redness and cyanosis were noted in the right foot and digits. The patient was discharged to home on (B)(6) 2014. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. There was no reported device malfunction. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database found there have been no other incidents reported with patient effect of occlusion the vessel, thrombosis, and diminished pulse for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: terumo 0.035; sheath: cook 6 fr; heparin. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report number.